Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulsed field ablation (pfa) procedure. Reportedly, after completing all four steps, the suture was still attached to the device upon removal. The physician did not want to use another device; therefore, the sheath was upsized to 17f, and the procedure was completed. Hemostasis was achieved with a figure eight stitch placed after the pfa was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.